Event description:
Rptr stated that dr at the referenced clinic has developed and is using a special helmet designed to correct plagiocephaly in the childrens ward of the hospital. Rptr also stated that the referenced device is not FDA approved.